Event description:
It was reported that during an implant procedure, after the catheter was slit, the lead was found to have dislodged. A second catheter was used to reposition the lead but after two attempts the catheter became kinked. A third catheter was used to complete the procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.